Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, the control body corroded, the mecha base plate corroded, the ccd driver pcb corroded, the lg cable connector corroded, the side body cover leak, the operation channel kink, the remote control button(1) transformer breakdown, the remote control button(2) transformer breakdown, the remote control button(3) transformer breakdown, and the remote control button(4) transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).